Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient's pump had been alarming since sunday and the reservoir volume was 1.7ml. The hcp wasn't able to get much from the reservoir, but wasn't able to push anything in. The hcp switched refill kits two times. The patient was in a lot of pain and left for another appointment. The patient left without getting the pump filled. Technical services reviewed the lock valve procedure and other refill troubleshooting tips.